Event description:
It was reported that a homechoice device experienced an unknown alarm. The patient was not connected at the time of the alarm. The patient reports that nothing was on the homechoice display when the device was alarming. No patient injury or medical intervention was reported for this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported condition of alarming with a blank display. Visual inspection of device showed that device was powering up but there was nothing on display. After some time, the device started alarming with nothing on the display. The reported issue was reproduced during evaluation. The assignable cause for the reported display issue was determined to be caused by a malfunctioning digital board. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.